Manufacturer narrative:
An event of a fractured three-way stopcock was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. A detailed manufacturing assessment was provided from manufacturing site, which indicates that adequate to detect issues related to this assembly. Therefore, it can be concluded that the defect observed during the procedure did not originate at the costa rica manufacturing site. Furthermore, controls exist to ensure that the three-way stopcock is complete, undamaged, and properly tightened prior to shipment. There is no evidence of a manufacturing deficiency identified during the review. The exact root cause of this issue could not be determined. However, it is possible that the cause could have occurred during handling of the device. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer amulet was chosen for implant using a 14f amulet delivery sheath. The flushing performed according to the instructions for use (IFU) and there was no visible damage observed on the package prior to opening. During the procedure, while doing the contrast medium injection, the three-way stopcock of the amulet device was reported to be broken. There were no multiple recaptures or manipulations of the device during the procedure and no leak was detected. The procedure was completed using a 22mm amplatzer amulet. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.